Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis and myocardial infarction (mi) occurred. In (B)(6) 2008, the patient was diagnosed with unstable angina (braunwald classification iiib) and cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending artery (mid lad) with 95% stenosis and was 22mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilation and placement of a 2.75x32mm taxus perseus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with cardiac chest pain and was hospitalized on the same day. Cardiac enzymes were elevated indicating a myocardial infarction. 100% occlusion within the taxus perseus stent was noted in the mid lad. 90% stenosis was also noted in the distal left circumflex artery (dist lcx), which was treated with pre-dilation and placement of a 2.75x 20mm promus stent. During the hospitalization the patient was diagnosed with acute renal failure requiring dialysis. The events were considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).